Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's son reported via phone call that the customer got hospitalized due to low blood glucose on (B)(6) 2017 with blood glucose of 30 mg/dl at the time of the incident. The customer later dropped to 34 mg/dl after going up to 269 mg/dl and being off the pump. The customer experienced symptoms such as a racing heartbeat. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The insulin pump will not be returned for analysis.